Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch&#59411;sf bi-directional nav catheter and suffered a thrombosis. It is unknown if there was a medical or surgical intervention provided. Ablation procedure was completed without complication. After procedure completion, thrombosis was identified. It was reported that the account normally uses a smarttouch and not an sf catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.